Manufacturer narrative:
A ge oec service representative investigated the issue and this is generally caused by the generator interface pcb that when replaced would restore function. Limited information and if further issues other than typical are reported, this report will be updated. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had reported lock-up issues.